Manufacturer narrative:
Unable to perform the off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery or self tests due to a constant motor error alarm during the rewind. The pump was received with a motor error alarm during the rewind due to an out of phase motor encoder signal. Unable to verify the motor position encoder error alarm due to constant motor error alarms. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus or basal. The drive support cap is recessed. The device was not exposed to a magnetic field. A motor position encoder error alarm was found in the alarm history. Blood glucose value is unknown. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.